Event description:
Journal article: sutherland, suzette, et al. "Sacral nerve stimulation for voiding dysfunction: one institutions 11 year experience," neurology and urodynamics 26:19-28 (2007). Five ipg devices were involved with patient infection experiences.

Manufacturer narrative:
Journal reference: sutherland, suzette, et al. "Sacral nerve stimulation for voiding dysfunction: one institutions 11 year experience," neurourology and urodynamics 26: 19-28 (2007). See scanned pages.